Event description:
A malfunction alarm with the code malf 0 was reported. Blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, assisted the customer with the reset, and confirmed the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if the issue happens again.